Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised due to pain and increased ions. Revision notes reported copious amount of cloudy fluid, significant amount of burnishing on the trunnion of the femoral component, and erosion around the implant proximally. Part and lot information were provided. There were no laboratory reports provided for the metal ions.